Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The force bipolar has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed and replicated the customer reported complaint of "broken jaws." Failure analysis found that the primary failure of the broken molded insulator was related to the customer reported complaint. The surface of the blade tips appeared with various amount of discoloration. The instrument was found to have a broken molded insulator of the grip tips but there was no missing material.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws were broken on the force bipolar. The procedure was completed with no reported injury.